Manufacturer narrative:
This report is being supplemented to provide additional information provided by the customer: updated field: h10 the cleaning, disinfection, and sterilization (cds) was performed by the customer stating that the scope was reprocessed in accordance with the instructions for use, manual high-level disinfection was completed, and that no automated endoscope reprocessor (aer) was used due to it being broken (the device was reprocessed using manual high-level disinfection). The customer reported that the case has been closed and the user facility is not concerned that any burns were from the scope stating that "it looked like it could have been an odd part of the patients anatomy".

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the reported event occurred due to device handling by the user, and not due to a malfunction of the device. Therefore, a relationship between the event and the subject device could not be identified. The event can be detected/prevented by following the instructions for use (IFU) in sections: ¿reprocessing manual: 5.6 manually disinfecting the endoscope and accessories. 5.7 rinsing the endoscope and accessories following disinfection.¿ this supplemental report includes information added to d8. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device will not be returned to olympus for evaluation. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis exera iii colonovideoscope was used, and after the completion of a procedure (while a cpo rental device was in use (B)(6)), the patient's gastrointestinal tract looked like "it was burned by the scope". The sterile processing department (spd) manager stated that the physician said the intestinal wall looked white like it was cauterized. Upon further investigation, the user facility stated that they are using spo rax as a high-level manual disinfectant, the spd manager stated that the dilution needs to be correct and that "maybe it was a chemical burn". The user facility uses passive drying in the scope cabinet (no fans, just hanging) and no compressed air is used to expel the channels of fluid. The scope was last cleaned on (B)(6), 2023 and this was the first patient procedure with the scope since the cleaning. The issue was found after an unspecified procedure, the procedure was completed without delay. There were no reports of patient harm.